Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump could be awakened with the top button but would not unlock, including when on the charger, leading to a replacement being issued while the user continued therapy on the original device; the reported medical device problem was an unresponsive key/button associated with the touchscreen component, and the user experienced a high glucose reading of 207 mg/dl for about an hour without backup therapy or medical intervention. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem associated with an unresponsive control and the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.